Event description:
Twelve (12) days after the index procedure, coronary angiography was performed and satisfactory blood flow was noted regarding the previously implanted cypher stent. The next day, the pt complained of chest pain. Coronary angiography was done again and thrombus was observed in the cypher stent. The thrombus was treated with ptca using a 3.0/unk balloon at 8 atm for 5 sec and then 6 atm for 5 sec. Aspiration of the thrombus was then done. Ptca was done again using a 3.5/30 mm balloon at 6 atm for 120 sec, 6 atm for 180 sec, and 7 atm for 180 sec.